Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices malfunctioned. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Additional information received from sales rep on (B)(6) 2011: the heartstring seal had a crack in the seal. Physician's name was dr (B)(6). (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were non conformance issue(s) with this production lot. Items marks "ni" are unk to us at this time. Internal file number - (B)(4).